Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer claimed that pads adapter cable (453564588811) which is a part of defibrillator 866199 with sn: (B)(4) arrived broken. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : broken pads adapter cable was scrapped in customer site, therefore, no investigation was available.

Event description:
Philips received a complaint on the dfm100 indicating that the pads adapter cable arrived broken. No patient involvement at the time the issue was discovered. Philips received a complaint on the dfm100 indicating that the pads adapter cable arrived broken. No patient involvement at the time the issue was discovered.